Event description:
The customer reported the trailing haptic of the +19.0 diopter aa4204vl silicone single piece lens was torn off during insertion. The lens was cut and removed without any patient injury. The cause of the event was unknown.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4): evaluation conclusion: an investigation of the root causes of lens tears, similar to that stated in this complaint was conducted and addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The investigation also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Manufacturer narrative:
Method: device history review. Result: review of the manufacturing, inspection and packaging process concluded there was nothing found to suggest a contributory factor to this complaint. Conclusion: based on the complaint history, lens work order search, product evaluation, medical and device history reviews, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
The lens was not returned, however, the injection system was received and evaluated. The tip of the cartridge was torn and no visible damage was noted to the injector. There was a clear surgical residue on both devices. The laf card was provided with the patient information. (B)(4).

Manufacturer narrative:
A lens work order search found no similar complaints. A cartridge lot search found three similar complaints. An injector lot search found no similar complaints. Per medical review - reportedly, trailing haptic was torn off during insertion, requiring intraoperative single-piece silicone iol exchange. No reported incision enlargement or any other tissue damage. No reported postoperative sequelae. According to the report by a surgical technician, dated on (B)(6) 2014 the most likely cause of the event was unknown. Based on the complaint history, work order search, product evaluation, injector lot search, cartridge lot search, and medical review, a specific root cause of the event could not be determined. (B)(4).